Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) color could not be observed to change. Manual compression was applied. There was no reported patient injury. There were no obvious signs of device or packaging damage prior to use. The deploy button was not pressed and the plug was not released. After removal from the patient, the plug remained attached to the exoseal vcd device. One exoseal device was used. Angiography confirmed the suitability of the femoral artery, including an unknown sheath insertion angle of 30-45°. The vessel diameter was =5 mm and there was no obvious calcification, plaque, stent or >50 % stenosis at or near the puncture site. Before using the exoseal vcd there was no evidence of pre-existing hematoma, arteriovenous fistula or pseudoaneurysm at the access site. The procedure was performed via the retrograde approach. The physician was certified to use the exoseal vcd. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) color could not be observed to change. Manual compression was applied. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no obvious signs of device or packaging damage prior to use. The deploy button was not pressed and the plug was not released. After removal from the patient, the plug remained attached to the exoseal vcd device. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During retraction, the physician had their thumb placed on the plug deployment button. No red color was seen in the indicator window during retraction. When the device was removed, the indicator wire loop was deployed and showed with no anomalies noted. The device was not attempted to be deployed outside the patient's body. One exoseal device was used. At the femoral puncture site, there was no visible calcium or plaque, no vessel tortuosity, no nearby stent, and no vessel stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Angiography confirmed the suitability of the femoral artery, including an unknown sheath insertion angle of 30-45°. The exoseal vcd was used in an interventional procedure via the retrograde approach used. The physician was certified to use the exoseal vcd. The patient did not have a body mass index (bmi) greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The customer provided one (1) image related to the reported failure under event #(B)(4). The image shows a cordis exoseal 5f vascular closure device placed next to its original pouch. The packaging is visibly opened and not sealed. The device appears externally intact, with no visible signs of physical damage. The deployment lever is observed in the non-depressed position, and a non-cordis catheter sheath introducer (csi) is inserted into the device. However, the device is positioned laterally, and the indicator window is not visible in the image, preventing verification of its position. The non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked condition was observed during this analysis, located 11 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was able to be successfully deployed with full window transition during the functional analysis. A kink was observed on the delivery shaft. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The kink noted may have led to difficulties with proper deployment of the device. However, it was also reported that the user had their thumb on the plug deployment button during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) color could not be observed to change. Manual compression was applied. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no obvious signs of device or packaging damage prior to use. The deploy button was not pressed and the plug was not released. After removal from the patient, the plug remained attached to the exoseal vcd device. There was no difficulty connecting the unknown vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During retraction, the physician had their thumb placed on the plug deployment button. No red color was seen in the indicator window during retraction. When the device was removed, the indicator wire loop was deployed and showed with no anomalies noted. The device was not attempted to be deployed outside the patient's body. One exoseal device was used. At the femoral puncture site, there was no visible calcium or plaque, no vessel tortuosity, no nearby stent, and no vessel stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Angiography confirmed the suitability of the femoral artery, including an unknown sheath insertion angle of 30-45°. The exoseal vcd was used in an interventional procedure via the retrograde approach used. The physician was certified to use the exoseal vcd. The patient did not have a body mass index (bmi) greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.